Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh, lynx, and tutoplast were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Concomitant procedures included repair of pelvic organ prolapse, cystocele repair- stage 4, enterocele repair grade 2, and cystourethroscopy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, infection, urinary problems and recurrence.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary tract infection and microscopic hematuria.